Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The customer alleges that during a left heart cath [lhc] procedure, the tip of the access wire detached within the patients artery. The physician successfully externalized the foreign body with a vascular snare device liberating the vessel. The patient was discharged home.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.